Manufacturer narrative:
This report is being supplemented to correct information provided in the initial report.

Event description:
When the nurse at the user facility was preparing the subject device for use, prior to an unspecified procedure, there was no endoscopic image on the display, and a b30 error code (scope communication error) appeared. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issues (no image and b30 error code) were confirmed and found to be caused by breakage of the electronic board. In addition, service found the video plug was damaged. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely that the event occurred due to stress applied to the video plug which caused damage to the internal circuit board of the video connector and contact failure with the video system center. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "important information - please read before use: warnings and cautions: - do not strike, hit, or drop the endoscopes distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and a faulty contact can result." Olympus will continue to monitor field performance for this device.